Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 54.1 cm was returned for analysis. Internal insulation abrasions were noted at 7.1 cm to 8.3 cm and 13.3 cm to 14.8 cm from the distal tip. External insulation abrasion was noted at 52.1 cm to 52.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. All other damages found were consistent with surgical procedure.

Event description:
This report is to advise of an event observed during analysis.